Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a supraventricular tachycardia (svt) for which was initially determined to be correlated via the rhythm ID device feature. Therapy was diverted however the sustained rate duration (srd) time clock expired and therapy was delivered. Therapy was exhausted after several rounds of antitachycardia pacing (atp) and shock therapy. The rhythm accelerated into the ventricular fibrillation zone. The rhythm eventually slowed on its own. Technical services reviewed device program settings and recommended extended the srd timer. The device remains in service. There was no permanent patient harm reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
New information received indicates that this device was explanted for an unrelated reason and returned for analysis.